Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) female patient due to subarachnoid hemorrhage via l-p shunt on (B)(6) 2021 with setting 2. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). In early (B)(6), the patient presented with gait disturbance and urinary incontinence. On (B)(6) 2022, due to gait disturbance, CT was performed and ventricular enlargement was observed. The set pressure was changed to setting 1. The ventricular enlargement did not improve, underdrainage was observed, so the valve was removed and replaced on (B)(6) 2022. The lumbar catheter ruptured when the lp shunt was removed. According to the doctor's comment, it may have been kinked at the torn part.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve.

Event description:
N/a.